Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was evaluated and found to be operating within required specifications. During the actual investigation, the rewind, load cartridge, and prime steps were performed successfully. A force sensor calibration test confirmed that the sensor was detecting correct applied load. An occlusion was induced and pump gave appropriate visual and audible "occlusion detected" alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/18/2016, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.